Event description:
It was alleged that a fragment of latex from drain was left on pt's bladder upon removal of the drain. Drain was initially placed in infant 4/88 due to urination difficulties. Approx 7 years later when dr was investigating urination problems with same pt, a fragment was found in bladder which resembled a "calcified rubber cross."